Event description:
It was observed that during the device evaluation, the ultrasonic probe exhibited indentations, cuts, and scratches at the grey part of the insertion. It was also reported that the tip sheath had scratches. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.